Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('motromenorrhagia') and umbilical hernia ('umbilical hernia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholelithiasis and bleed in luteal cyst. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), umbilical hernia (seriousness criterion medically significant), dyspareunia ("dyspareunia") and adenomyosis ("adenomyosis"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and repair). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menometrorrhagia, umbilical hernia, dyspareunia and adenomyosis outcome was unknown. The reporter considered adenomyosis, dyspareunia, menometrorrhagia and umbilical hernia to be related to essure (ess205). The reporter commented: as per mr- on date: (B)(6) 2011- procedure: umbilical hernia repair by doctor and then a total vaginal hysterectomy my myself on (B)(6) 2016, laparoscopic bilateral salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('motromenorrhagia') and umbilical hernia ('umbilical hernia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholelithiasis and bleed in luteal cyst. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), umbilical hernia (seriousness criterion medically significant), dyspareunia ("dyspareunia") and adenomyosis ("adenomyosis"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and repair). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menometrorrhagia, umbilical hernia, dyspareunia and adenomyosis outcome was unknown. The reporter considered adenomyosis, dyspareunia, menometrorrhagia and umbilical hernia to be related to essure (ess205). The reporter commented: as per mr- on date: (B)(6) 2011- procedure: umbilical hernia repair by doctor and then a total vaginal hysterectomy my myself on (B)(6) 2016, laparoscopic bilateral salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.